Event description:
This lead was explanted due to noise. No known impact to patient. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The visual inspection showed multiple signs of wear along the lead body. In particular in the distal area of the lead, near the shock coil the insulation was rubbed through indicating severe mechanical stress in the implanted state. The origin of the high stress level is difficult to determine but might include interaction with modified tissue, significant cardiac motion due to an adverse lead position or a potential increased ingrowth which had affected the leads motion. Furthermore tortuous cardiac anatomy, high activity levels of the patient and significant manual labor involving the upper body are known contributing factors. This damage presumably resulted in the reported oversensing. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.